Manufacturer narrative:
(B)(6). Date of report: 11aug2019. The manufacturer's field service engineer (fse) performed remote troubleshooting and advised the customer to set the o2 to 10= avg o2 10.0 cert reads 1.3 lpm. The fse also advised customer to replace the flow sensor assembly and provided service manual (rev. J). The customer replaced the flow sensor and the issue was resolved. Visual inspection of the gas delivery system (gds) assembly revealed that the flow sensor (u1) flow pcba was cracked in half. The data acquisition (da) pcba and oxygen solenoid valve was disassembled from the gds and not returned with the gds assembly. Troubleshooting the gds assembly revealed a defective u1 on the air flow sensor pcba, generating the failed reading. The damaged u1 on the o2 flow sensor and eeprom u2 that contains the sensor calibration data were replaced on the air flow sensor MDR has been reassessed as reportable after a request from the FDA on march 1, 2019 to review complaints from 29 nov 2017 to 29 nov 2018. As this has been reassessed, it will appear to be a late MDR.

Event description:
The customer reported that the unit is not passing the o2 testing. The customer reported that there was no patient involvement.